Manufacturer narrative:
No product was returned to assist with our investigation; therefore, we are not able to determine the root cause of this event at this time. However, we can advise that for iso standard for sheaths 5.0 and above the minimum break force is 3.37lb. Additionally, the product label informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath as separation of the sheath may result if the fit is tight. Nevertheless, we are aware of the potential for occurrence regarding material separation and/or material separating from the proximal fitting and are currently taking the necessary action to prevent this type of complaint from recurring. This product group is inspected by our quality control department 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. The appropriate individuals were notified of this matter and we will continue to monitor for similar reports.